Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed a broken wbc (white blood cell) triple pinch valve (vl10). The fse replaced vl10 resolving the error condition of voteouts for wbc test results, and the air leak inside the instrument. Identification of failure modes: failure mode is related to broken wbc triple pinch valve (vl10). Upon recur; the failure mode identified is likely to generate flagged, un-flagged, or non-numeric erroneous wbc results due to compromised vacuum through the wbc count valve. Product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).

Event description:
Customer reported an error condition of "voteouts" for the wbc (white blood cell) test results was generated when using the coulter lh 750 hematology analyzer. The customer also reported hearing an air leak inside the analyzer. All patient samples affected by the event were rerun and reported from the back up analyzer. There were no erroneous results reported out of the laboratory. There were no reports of death, injury or change to patient treatment attributed to this event.